Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to infection. Loosening of the acetabular shell was noted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. The initial report was submitted in error and should be voided.